Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that four months after four dental implants were installed in patient¿s mouth, it was verified their non-osseointegration. Immediate load was not performed. The patient presented bone type iii.